Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use laser fiber was used during a urology procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during the procedure, the tip of the laser fiber broke inside the ureter. Reportedly, the detached tip was naturally removed. The procedure was completed with another light-trail single use laser fiber. There were no serious injury or adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be safe.